Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 198 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. While troubleshooting with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. The customer indicated that no backup insulin therapy method was available. Reportedly, customer consulted a healthcare provider regarding alternate insulin therapy. Additionally, the pump supplies were in use for more than 3 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.